Manufacturer narrative:
Stryker observed the code during initial evaluation of the device. The code was able to be duplicated by running a device user test too quickly upon powering on the device, but it could not be verified that the original code was caused by this. The code was cleared and did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.